Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. De novo pvi ablation completed. No complications during the case. Patient was hemodynamically stable throughout. Echo post radio frequency showed no effusion. Patient taken out to recovery. In recovery patients¿ blood pressure dropped. Echo showed pericardial effusion which was subsequently drained in cath lab. Patient stable post drain. Patient had chest pain. Patient required revision surgery on (B)(6) 2023 for a chest drain. Additional information was received. This adverse event was discovered post use of biosense webster, inc products. Patient was in recovery post case when the pericardial effusion was noticed. Physician does not think there was any product malfunction. There were no errors or clinical abnormalities observed during the case. Intervention was the drain for pericardial effusion. Outcome of the adverse event is patient recovered. Patient required extended hospitalization as the patient went to intensive care unit post pe drain for observation. Force visualization features were graph, dashboard, vector, and visitag. No additional filter used with visitag. Color options were other. Transseptal puncture performed. Prior to noting the cardiac tamponade, ablation was performed. Complete waca in the left atrium performed. No evidence of steam pop. Standard smarttouch sf irrigation settings were used. No errors were observed during the case.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As initially reported, the event date is unknown. As a result, the 1st day of january has been entered as the event date under b3. Date of event. Additional information was received stating that the event date was 08-jun-2023. However, the alert date originally provided was (B)(6) 2023. Therefore, clarification has been requested. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).